Manufacturer narrative:
On 9/4/15 follow up: customer stated that during self troubleshooting, no drops of insulin were seen while the pump was disconnected and ran for a 24 hour cycle. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were fluctuating. Reportedly, customer's health care provider recommended raising the basal rate significantly. As the event had occurred in the past, troubleshooting with tandem technical support could not be performed. Customer reverted to a non-tandem pump for diabetes management.